Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger fell out of the bd ultra-fine¿ insulin syringe barrel when the cap was removed. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, when the plunger cap was removed, the plunger rod was separated from the barrel.

Event description:
It was reported that the plunger fell out of the bd ultra-fine¿ insulin syringe barrel when the cap was removed. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, when the plunger cap was removed, the plunger rod was separated from the barrel."

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The customer reported that when the plunger cap was removed the plunger rod was separated from the barrel. The sample was examined, and it was observed that the plunger cap and plunger rod assembly were returned detached from the syringe barrel. No damage to the plunger rod assembly, plunger cap, or syringe barrel was observed. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.